Event description:
The customer states that in 2007, a field service representative (fsr) repaired a barcode reader on the cell-dyn 4000 analyzer because of an issue with intermittent specimen ID misreads. A review of the data log performed after the fsr repaired the barcode reader discovered a second recurrence of the same issue for one pt sample. The customer states that a pt sample processed using a cell-dyn 4000 analyzer equipped with a barcode reader, read a specimen ID as 0731 for a specimen with ID 0831. There was no impact to pt treatment reported. Service was dispatched to the customer site.

Manufacturer narrative:
Investigation summary: barcode specimen ID misread on a cell-dyn 4000 instrument. In 2007, specimen ID 0831 was read by the barcode reader as 0731. The error was noticed immediately, and so reader as 0731, the error was noticed immediately and so the result was not reported out. It was verified that there was no impact to pt management. A field service representative (fsr) visited on three days later and repaired the reader. On five days later, the customer reported the same issue occurred again on two vials. This was not confirmed by testing but by review of the data log. Therefore, the barcode reader was changed, the position adjusted and additional preventive maintenance was performed (gains for wbc, plt, retic, checked in moving average program; mixer sensor changed). Performance was verified with a diagnostic dummy test of 50 vials and closed test on 30 vials. Cell-dyn 4000 system operator's manual section on troubleshooting (page 10-57) provides corrective actions for the barcode reader malfunctioning or not operating. Corrective actions include cleaning the reader window; verifying the barcode symbols and labels are in compliance with specifications and contacting the local hematology customer support center. Trending: a review of complaint reports for the months of january 2007 through july 2007 did not indicate and adverse trend for the cell-dyn 4000, list 01h03-01 for this complaint issue. Labeling: the event is addressed in the cell-dyn 4000 system operator's manual, 01h25-01, rev m section 10: troubleshooting and diagnostics; troubleshooting observable problems page 10-33: specimen bare code reading not matching specimen ID number on work list. This also referenced: page 10-31: autoloader bar code reader malfunctioning or not operating. Conclusion: the device involved in the event was evaluated. Service replaced the barcode reader and mixer sensor on the cell-dyn 4000 analyzer resolving the issue of intermittent barcode misreads. Preventive maintenance and verification testing was performed with acceptable results. No impact to pt management was reported. This is the final report.